Event description:
Electric shock [electric shock] minor burn on pinky (pinkie) - oral-b toothbrush [thermal burn] swelling of pinky (pinkie) [peripheral swelling] something wrong with charger...got an electric shock when set up the brush - oral-b toothbrush [device physical property issue] spark originated from the charger - oral-b toothbrush [device catching fire] case narrative: consumer via e-mail reported that there was something wrong with their oral-b toothbrush charger. They got an electric shock when they set up the oral-b toothbrush. They now had a minor burn on their pinky and they had to seek medical treatment. No serious injury was reported. 06-sep-2023 follow up via digital safety assessment survey: the consumer was a 52-year-old female. She experienced swelling of her pinky. No serious injury was reported. 13-sep-2023 follow up via e-mail: the consumer reported that there was no visible damage to the power cord and she suspected that the spark originated from the charger. No serious injury was reported. 03-oct-2023 case update: the suspect product lot was ah20650228. No serious injury was reported. 16-oct-2023 case update from information initially received on 03-oct-2023: the suspect product was oral-b rechargeable toothbrush handle 3758 ioseries9. The concomitant product was oral-b power oral care refills io series. No serious injury was reported.

Manufacturer narrative:
14-nov-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Electric shock [electric shock]. Minor burn on pinky (pinkie) - oral-b toothbrush [thermal burn]. Swelling of pinky (pinkie) [peripheral swelling]. Something wrong with charger...got an electric shock when set up the brush - oral-b toothbrush [device physical property issue]. Spark originated from the charger - oral-b toothbrush [device catching fire]. Case narrative: consumer via e-mail reported that there was something wrong with their oral-b toothbrush charger. They got an electric shock when they set up the oral-b toothbrush. They now had a minor burn on their pinky and they had to seek medical treatment. No serious injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 52-year-old female. She experienced swelling of her pinky. No serious injury was reported. (B)(6) 2023 follow up via e-mail: the consumer reported that there was no visible damage to the power cord and she suspected that the spark originated from the charger. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.